Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported that the controller's battery port was damaged where the wires are coming out.

Manufacturer narrative:
Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed through visual inspection and functional testing. Analysis of the device revealed that the device failed to meet specifications; the device failed visual inspection and functional testing due to power supply 2 connector was loose and the nut and washer inside had come in contact with the pcb damaging some ics a possible root cause of the loose connector may be attributed to a shift in the manufacturing process.heartware has opened an internal investigation to evaluate loose connectors heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.